Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rapture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending coronary artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon ruptured at nominal pressure. The procedure was completed with a different device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination was performed and observed the balloon to be unfolded which indicated it had been subjected to positive pressure. Blood was visible within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood within the balloon and inflation lumen. The device was soaked in a water bath to help soften the solidified blood before further inflation attempts were made. On removal from the bath the returned device was again attached to the encore inflation unit, positive pressure was applied when a pinhole leak was identified in the balloon approximately 3mm proximal to the proximal edge of the distal makerband. A visual and microscopic examination of the tip, blades and markerbands identified no issues which could have potentially contributed to this complaint. All blades were present and fully bonded to the balloon surface. No damage was observed along the shaft of the device. No other issues were identified during device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rapture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending coronary artery. A 10/2.50 flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon ruptured at nominal pressure. The procedure was completed with a different device. No patient complications reported.